Manufacturer narrative:
(B)(4). Additional information additional information: how is the patient currently? The patients condition was good. Is the patient expected to have a full recovery? Yes. Was the procedure recorded? No. Did all of the staples fall out? No detailed information, but as the device might be fired with the cartridge which was not loaded properly, the staples of distal side of the cartridge might be not deployed. And the doctor commented that he did not confirm whether the sample's side of the target tissue was stapled or not. (Although he confirmed the patient's side of the target tissue was not stapled.) Patients age, sex and weight? (B)(6), female, no information about weight. Preexisting condition(s)? The patient was abscess of lung.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used on the pulmonary artery of the middle lobe at the 1st firing and there were no anomalies in firing. The instrument loaded with white cartridge was articulated to level 2 and fired on the small pulmonary vein at the 2nd firing. During the 2nd firing the doctor felt difficulty in firing and b-formed staples fell out from the side of the jaws. Since the device cut and did not staple the vein, bleeding occurred. The amount of blood loss was 4000cc and a blood transfusion was performed using 14 units of blood. The procedure was converted to open. The doctor opened the cardiac sac, clamped and sutured the target tissue to stop the bleeding. The hospitalization was extended but the patient condition was stable. Before the event occurred, both sides of the jaws were not clamped. There were no anomalies on closing/opening the release button and articulation function of the device. Reinforcement material was not used. The device and reload were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. A supplemental report will be sent upon receipt of further detail.